Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and genital haemorrhage ("abnormal bleeding/abnormal bleeding was worse") in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (((B)(6) 2016)) and in vitro fertilisation. Concurrent conditions included body mass index normal. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced alopecia ("hair loss") and acne ("acne/bumps (all over face)"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced complication of device removal ("complications during removal procedure") and rash ("rash all over face"). The patient was treated with prenatal vitamins and surgery (removed coils and reattached left tube.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, complication of device removal and rash outcome was unknown and the alopecia and acne had resolved. The reporter considered acne, alopecia, complication of device removal, fallopian tube perforation, genital haemorrhage and rash to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: I wanted a child and went to physician,who told me he would have to take out the essure, when he did the surgery he told me the right coil perforated the fallopian tube. Date(s) of removal: (B)(6) 2014 to (B)(6) 2014, removed coils and reattached left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Essure confirmation test: blocked approximate weight at the time of essure placement: 133. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received-event rash was captured. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/ right coil perforated fallopian tube") and genital haemorrhage ("abnormal bleeding/abnormal bleeding was worse") in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 (B)(6)2016 , in vitro fertilisation and anesthesia. Essure confirmation test: blocked approximate weight at the time of essure placement: 133. Concurrent conditions included body mass index normal. On (B)(6)2007, the patient had essure (ess205) inserted. In 2008, the patient experienced abdominal pain upper ("right side,abdominal pain,stabbing pain on right side/right sided pain"). In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2012, the patient experienced alopecia ("hair loss") and rash ("rash all over face"). In 2012, the patient experienced acne ("rashes or skin conditions:acne/bumps all over face"). In (B)(6)2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced complication of device removal ("complications during removal procedure") and menstrual disorder ("abnormal period"). The patient was treated with minerals nos;vitamins nos (prenatal vitamins) and surgery (mini laparotomy with resection of essure coils and bilateral). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, complication of device removal and rash outcome was unknown and the genital haemorrhage, alopecia, acne, vaginal haemorrhage, menorrhagia, abdominal pain upper and menstrual disorder had resolved. The reporter considered abdominal pain upper, acne, alopecia, complication of device removal, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: I wanted a child and went to physician,who told me he would have to take out the essure, when he did the surgery he told me the right coil perforated the fallopian tube. Date(s) of removal: (B)(6)2014 to (B)(6)-2014,(B)(6)2014 removed coils and reattached left tube. Discrepancy noted in essure insertion dates (B)(6)2007 and (B)(6)2007. There are two trailing coils on the left tubal ostia and three trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - in (B)(6)2007: total bilateral occlusion. Pathology test - on an unknown date: exam_ under anesthesia noted a normal size anteverted uterus sounding to 7 cm with normal adnexa.the hysteroscopic evaluation notes normal tubal ostia bilaterally with a thin endometrial lining. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received. New events added: abnormal bleeding (vaginal, menorrhagia), right sided pain/ right side, abdominal pain, stabbing pain on right side/right sided pain and abnormal period. Reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and genital haemorrhage ("abnormal bleeding/abnormal bleeding was worse") in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (((B)(6) 2016)) and in vitro fertilisation. Concurrent conditions included body mass index normal. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) , the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) , the patient experienced alopecia ("hair loss") and acne ("acne/bumps (all over face)"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced complication of device removal ("complications during removal procedure") and rash ("rash all over face"). The patient was treated with prenatal vitamins and surgery (removed coils and reattached left tube.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, complication of device removal and rash outcome was unknown, the genital haemorrhage had not resolved and the alopecia and acne had resolved. The reporter considered acne, alopecia, complication of device removal, fallopian tube perforation, genital haemorrhage and rash to be related to essure (ess205). The reporter commented: I wanted a child and went to physician,who told me he would have to take out the essure, when he did the surgery he told me the right coil perforated the fallopian tube. Date(s) of removal: (B)(6) 2014, removed coils and reattached left tube. Discrepancy noted in essure insertion dates (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Essure confirmation test: blocked. Approximate weight at the time of essure placement: 133. Most recent follow-up information incorporated above includes: on 26-oct-2018: event "abnormal bleeding was worse" was reported as not recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and genital haemorrhage ("abnormal bleeding/abnormal bleeding was worse") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity (B)(6)) and in vitro fertilization. Concurrent conditions included body mass index normal. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced alopecia ("hair loss") and skin disorder ("acne/bumps (all over face)"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced acne ("acne/bumps (all over face)") and procedural complication ("complications during removal procedure"). The patient was treated with prenatal vitamins and surgery (removed coils and reattached left tube.). Essure (ess205) was removed on (B)(6) 2014. In (B)(6) 2012, the acne had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, skin disorder and procedural complication outcome was unknown and the alopecia had resolved. The reporter considered acne, alopecia, fallopian tube perforation, genital haemorrhage, procedural complication and skin disorder to be related to essure (ess205). The reporter commented: I wanted a child and went to physician,who told me he would have to take out the essure, when he did the surgery he told me the right coil perforated the fallopian tube. Date(s) of removal: (B)(6) 2014, removed coils and reattached left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Essure confirmation test: blocked approximate weight at the time of essure placement: (B)(6). Most recent follow-up information incorporated above includes: on 31-jan-2018: pfs and mr received- reporter information, patient details, other relevant history, relevant tests, treatment drug, product start and stop date, new event-abnormal bleeding, hair loss, perforation (fallopian tubes), acne/bumps (all over face), severe and persistent pain, abnormal bleeding was worse,complications during removal procedure added. (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.